Manufacturer narrative:
.

Event description:
It was reported that the patient experienced burning pains in his feet after the new pump and catheter were implanted. The type of medication, concentration and daily dose being administered via the pump were not reported; device registration system indicates bupivicaine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.